Manufacturer narrative:
The manufacturer received and became aware of two unexpected malfunctioned system awls on 10/04/2022. There were no current communications or open complaint investigations for these returned instruments. Email communications were made with the complainant, who stated that the returned instruments had previously been addressed through the complaint management system. The manufacturer was unable to confirm that the instruments had been previously reported by the complainant. The complainant stated that the two system awls both malfunctioned during procedures and confirmed that neither malfunction resulted in any patient complications. No other information on the system awl malfunctions was available. A visual assessment of the returned system awls showed instruments with repeated use, as identified by worn laser markings and surface scratches. The distal tips of both awls were fractured and not returned. Functionality assessments were not performed due to the damaged condition of the system awls, which were removed from distributable inventory. A DHR review was performed for device lot# 866693 and there were no manufacturing anomalies identified. The device lot met all required specifications prior to being released to distributable inventory. Lot# 866693 has been available for distribution since 02/09/2016. The root cause of these instrument malfunctions cannot be reliably determined due to a lack of available information. The manufacturer is performing regulatory reporting diligence of malfunctioned instruments by submitting 3500a MDR forms for both instruments. While not associated with the same event, the returned instruments were received with a malfunctioned instrument from the same complaint source and reported under 3005031160-2022-00026. This report is also associated with report 3005031160-2022-00034, for the second additional instrument.

Event description:
The manufacturer received and became aware of two unexpected malfunctioned system awls on (B)(6) 2022. There were no current communications or open complaint investigations for these returned instruments. Email communications were made with the complainant, who stated that the returned instruments had previously been addressed through the complaint management system. The manufacturer was unable to confirm that the instruments had been previously reported by the complainant. The complainant stated that the two system awls both malfunctioned during procedures and confirmed that neither malfunction resulted in any patient complications. No other information on the system awl malfunctions was available.